Manufacturer narrative:
No unexpected frozen display or audio alarms occurred during testing. The insulin pump was received with intermittent act button response due to flattened button dome switch. The device was received with normal operating currents. No unexpected battery out limit alarm noted. The device passed the unexpected restart error test, no alarms noted. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but has not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported called to report a frozen screen and a constant tone from the pump. The customer stated this occurred after a battery change and that the issues had not been resolved. The customer's blood glucose was 168 mg/dl. Helpline advised the customer to remove the battery for five minutes and insert a new battery. The customer stated the alarm was not resolved by giving the insulin pump rest. Helpline advised the customer to remove the battery for two hours and call back to continue troubleshooting. After two hours the customer called back to advise that the alarm was not resolved, that the screen remained frozen, and that the pump alarmed. The customer was advised to discontinue use of the pump and to have it replaced. No further info was provided.